Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to evaluate the au680 clinical chemistry analyzer. The fse inspected the instrument and observed, air bubbles in degasser. The fse determined that the failure mode was due to defective degasser. The fse replaced the degasser to resolve the issue. No further issue was noted after part replacement. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the au680 clinical chemistry analyzer generated erroneously low total bilirubin (tbil) and direct bilirubin (dbil) patient results. The erroneous results were not reported outside of the lab. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics.